Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened button dome switches. No frozen screen noted time advanced properly. No moisture damage on the electronic assembly noted.

Event description:
It was reported that the customer's insulin pump had a frozen display, the time clock was not changing, and unresponsive buttons. The battery was removed for five minutes and later the device alarmed button error. No further information was provided.